Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call off issues with motor error alarm. The customer's blood glucose level at the time of incident was over 380mg/dl. Troubleshoot was conducted, and the pump was found to pass the displacement test and manual prime. The motor error alarm did not occur. The customer mentioned their blood glucose level had gone up to 409mg/dl. The customer states they are sick have not been getting insulin due to infusion set. The customer states they treated with bolus. The customer was advised to monitor the device as well as their blood glucose levels, and call back if issues arise.